Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter balloon allegedly ruptured while treating the distal popliteal artery. Reportedly, the health care professional (hcp) advanced the dcb catheter to the target lesion and began to incrementally inflate the balloon to ten atmospheres, which at this time the balloon ruptured. The dcb catheter was successfully removed in its entirety and visual inspection by the hcp noted the rupture was circumferential and appeared to be at the distal end of the balloon. Although requested, it was unknown if the treatment vessel and lesion were calcified. The dcb catheter was discarded and will not be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was not able to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing records show the lot was manufactured to specification. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Required information (patient demographics) is not available due to the patient privacy laws in the complaint geography; this; no further information is available at the time of this report. In the event, the required information is obtained, a supplemental report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product or procedural details to bard.